Manufacturer narrative:
Date of event: estimated (B)(6) 2019 based on date of notification. Initial reporter address: (B)(6).

Event description:
It was reported that the catheter became separated. A jetstream xc catheter, 2.1mm was selected for use in a procedure. During the procedure, the user was using a lot of pressure in an extremely calcified lesion and the catheter became separated on the proximal end, outside of the patient's body. The procedure was completed with a different device. No patient complications were reported.